Event description:
The MFR received info alleging a cannula which was connected to a millennium oxygen concentrator caught fire while in use when the pt was reportedly smoking a cigarette. The pt expired a day later. The device has yet to be returned to the MFR for investigation. A follow up report will be submitted when the investigation is complete.